Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation. Additional findings were as follows: elevator channel plug was loose; due to wear of the forceps elevator, lock engagement lever, the upward/downward angulation control knob could not locked securely, grip had a scratch; suction cover had a chip; suction cylinder had discoloration; due to deformation of the suction connector, water tightness was lost; suction connector was deformed; due to deformation of the nozzle, the amount of water contact did not meet the standard value; adhesive on the bending section cover (a-rubber) had a chip; connecting tube had a scratch; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the play of the right/left knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope was producing bubbles under water as the flushing bottle connection was loose. The device was returned for evaluation. During the device evaluation, there was a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.